Manufacturer narrative:
H3 other text : suspect product not returned.

Event description:
On 19jul2023, a patient (pt) in south korea called to report right eye (od) eye pain on (B)(6) 2023 while wearing an acuvue® oasys® brand contact lens (cl). The pt could not open the od upon removal of the suspect lens and advised the od was still sore. The pt went to see a doctor (date not provided) and was diagnosed with keratitis. The pt was prescribed 4 eye drops, but could only recall the name of one, moroxacin eye drops, that was recommended to be used every 3 minutes. The pt reported the od has not yet recovered. On 19jul2023, the pt provided additional information. The pt reported the eye was not yet recovered and would go to see a doctor again today. The medical report was requested. On (B)(6) 2023, the pt reported the od has not fully recovered and would return to see a doctor again soon. The pt refused to return the suspect od cl ¿since it is kept in the hospital.¿ the pt sent a picture of the od by email. On (B)(6) 2023, the pt reported the od has not fully recovered and will go to see a doctor today. No additional information was provided. On 25jul2023, an email was received from the pt including the medical report. On 27jul2023, translation of the medical document¿s summary was received. The pt stated via email: the pt developed bacterial keratitis shortly after wearing the lenses. The pt experienced severe od pain and redness, leading to impaired vision and difficulty opening the od the following day. The pt reported the ophthalmologist performed 11 corneal scrapings due to severe redness and impaired vision, diagnosing bacterial keratitis with central pupil inflammation "foreseeing" a prolonged treatment period and potential haziness. The pt reported the od lens as the ¿source of the infection and currently has it preserved.¿ ¿medical report (date not provided): diagnosis: unspecified keratitis. Treatment: the pt presented with eye pain, diagnosed with bacterial keratitis of the od related to contact lens use. Treatment was initiated (treatment not provided) and the pt currently requires ongoing treatment with topical eye drops. Additional interventions may be necessary to address complications or undetected conditions.¿ medication: 1) carol-f tab (ibuprofen) 0.3689g/1tab, 3times 7day; ingredient: ibuprofen 200mg. 2) moroxacin eye drops 0.5% (moxifloxacin hydrochloride) 27.25mg/5m, 1time 1day; ingredient: moxifloxacin hydrochloride 5.45mg. 3) nexium tablet 20mg (esomeprazole magnesium) 22.3mg, 1time 1day; ingredient: esomeprazole magnesium trihydrate 22.3mg. Injection: trolactide (keterolac tromethamine) 30mg/1ml. On 28jul2023, clarification of the medical translation document was received: the pt first experienced symptoms on saturday( (B)(6) 2023). The following day on sunday((B)(6) 2023) because of the severe symptoms, the pt visited the emergency room and received a diagnosis of keratitis from the attending physician. The pt was in the emergency room from (B)(6) 2023 9pm to (B)(6) 2023 1am. On (B)(6) 2023, the pt returned to the hospital for a follow-up appointment and received the medical certificate for the diagnosis and treatment. On (B)(6) 2023. The pt advised the od has not yet recovered. On (B)(6) 2023. The pt reported the od has not yet recovered. The pt has been "using the eye drop prescribed by the doctor before and also advised "would go to see a doctor again and contact us later." On 11aug2023, a call was placed to the pt for additional medical information, but nothing additional was received. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l005q5t was produced under normal conditions. The pt refused to return the od suspect cl for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.